Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's husband called in to report a hospitalization 1.5 years ago due to high blood glucose levels. The caller stated that the cause was due to diabetic ketoacidosis. The caller stated the customer chose to stay on manual injections after the hospitalization. The caller stated that the hospitalization was in fact not due to the insulin pump. Nothing was replaced or returned. No further details were provided.